Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, pt was implanted with restorelle and omnisure mesh. Later the pt experienced urinary incontinence, occasional constipation, pain, mesh exposure, bowel problems, infection, neuromuscular problems and vaginal scarring. A cystourethroscopy and subsequent placement of an additional mesh product were performed.